Event description:
It was reported that during an implant attempt the physician had much difficulty maneuvering the right ventricular lead through a 9 french introducer. The physician changed to a 10 french introducer and was able to advance the lead; however, when mapping multiple places in the heart each spot was very difficult to engage the screw. Then once a stable spot was found there was oversensing and noise on the lead. The physician removed the lead and used another lead instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was breached cut, the outer tubing overlay was breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was a tip seal observation, the helix was blocked by a guidetooth, and the lead appeared damaged at implant.